Manufacturer narrative:
(B)(4). Concomitant medical products: 010000928, g7 hi-wall e1 liner 32mm f, 6176990, unknown shell, unknown, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03823. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during right hip revision surgery, the liner would not seat into the shell. The surgery was completed with another product. Surgeon assessment of bone quality was poor. No additional information was made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed indentation and gouging of the scallops as well no visible damage to the outer radius of the liner. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.